Manufacturer narrative:
The display window cover is missing. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the ring was loose, wiggles and it can pop out. The customer also reported that the retainer ring was damage. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.